Event description:
It was reported that during a lap cholecystectomy, an error 5 was displayed on the way of using the device. The error was not restored after the system check was performed several times. There was no problem with the test tip. No clips had been clamped with the device and also the device did not touch to a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the generator error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.